Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had history crc failed alarm. The customer¿s blood glucose level was 122 mg/dl. Customer stated that while doing an upload to carelink got the history crc failed alarm on his pump and a software error on his meter. The insulin pump will not be returned for analysis.